Event description:
It was reported that the ilet sleep/wake button became increasingly unresponsive, requiring multiple attempts and a delay of several minutes before the screen would wake, while the device remained fully charged. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued therapy without alerts, alarms, hospitalization, or medical intervention. Investigation included user guidance to sync data to the mobile app, device shutdown prior to return, and replacement of the affected ilet. Investigation of this case revealed a suspected mechanical or interface malfunction of the sleep/wake control consistent with a device performance issue localized to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the sleep/wake button.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.